Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. It was reported that during the operation, device was not irrigating. A second device was used to complete the operation. There was no adverse event reported on patient. The customer's reported occlusion issue is not considered to be MDR reportable since the potential risk that it could cause or contribute to a serious injury or death to the operator or patient is remote. On 23-oct-2025, additional information was received indicating the pentaray nav was used on the patient and there was no water flowing out from the tip of the catheter drainage during irrigation. There were no errors noted from the irrigation pump. There were no issues with flow rate change at the start of the procedure and the generator was on the correct catheter settings. Based on this new information which states the catheter was used on the patient, the event was reassessed as an MDR reportable malfunction.

Manufacturer narrative:
On 12-nov-2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). Manufacturer's ref. # (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a pentaray nav and an irrigation issue occurred during use on the patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and irrigation test of the returned device were performed following j&j procedures. Visual analysis revealed no damage or anomalies on the device. An irrigation test was performed, and the catheter failed the test since no flow was observed. Afterwards, an aluminum wire was introduced in the luer hub, and the wire got stuck at the tip area. The tip was dissected and the irrigation tube was inspected, and it was found the irrigation tube folded into a "z" shape in the transition between the tip to the sheath. This failure mode was identified as manufacturing related. A manufacturing record evaluation was performed and no internal action related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The root cause of the folded irrigation tubing is traced to the manufacturing process. The instruction for use (IFU) contain the following warning and precautions: flush the catheter with heparinized saline prior to insertion into the body. Always follow standard practices of using a continuous drip of anticoagulant fluid under pressure through the proximal luer connector when the device is in the body. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).